Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, a fast atrial fibrillation episode with inappropriate therapy was noted. Device reprogramming was suggested. The patient is in stable condition.